Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous cephalic vein. A 6.0 x 40, 75cm mustang balloon catheter was advanced for dilation. However, on the third inflation at 10 atmospheres, the balloon ruptured. The procedure was completed with another of same device. There were no patient complications nor injuries reported.

Manufacturer narrative:
Initial reporter name and address: (B)(6).